Event description:
It was reported that the device failed calibration and had low rpm. No adverse event is associated with this malfunction. Due diligence is complete and there is no additional information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during unknown timing, the device had uneven power surging. There are no adverse events associated with this malfunction. Due diligence is in process and there is no additional information available at this time.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: tech confirmed the power issue and found it was due to a reciprocation arm failure. The reciprocation arm was replaced, the unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There are no additional details regarding the event available.